Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a poor connection. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found due to damage on the charged coupled device unit the image was not displayed and because electrical contact of video connector was shaved the image was not displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to damage on the lock engagement lever the bending section could not be fixed firmly, due to looseness of the insertion pipe the connection between insertion pipe and control unit was not secured, adhesive on the bending section cover rubber had a chip, the video connector had a crack, the grip had a scratch, the right/left plate and lever both had a scratch, the angulation lever had a scratch, the light guide connector had a scratch, the light guide cover glass had a scratch, the video connector had a scratch, the video connector case had a scratch, the control unit had a scratch, and switch 1 had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image was due to breakage of the image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.